Event description:
It was reported that occlusion alarms occurred. System check was started by tandem technical support (cts) and customer declined further troubleshooting. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 154 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.